Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 kept shutting off. It was working intermittently. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product may not be returning. The lot number and the surgeon is unknown.

Manufacturer narrative:
Method: the device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).